Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to endocarditis and infection with fever. There was no additional adverse patient effects reported. This ra lead was explanted.